Event description:
Note the patient received two leads from the same lot number. It was reported the patient experienced pain at the lead incision site and reported that he "felt the leads were moving and causing the pain." It was also noted there is swelling at the lead incision site. X-rays showed little to no migration. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to this relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.